Event description:
It was reported, the pt was not receiving stimulation. X-rays revealed the lead migration. F/u determined the physician relocated the lead and add'l anchoring was performed. The lead was tested intra-operatively all impedances were in normal range.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.